Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.